Manufacturer narrative:
(B)(4). Physio-control provided the 3rd part biomedical engineer with technical assistance. Physio advised the biomed that the device is no longer supported by physio-control; therefore parts and service is no longer available. The biomed advised that he would recommend to the customer that the unit be permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A 3rd party biomedical engineer contacted physio-control to report that their customer's device would no longer power on. There was no patient use associated with the reported event.